Event description:
It was reported that the patient was having an MRI done due to pain in the upper back where the leads were. It was unknown if this was new pain for the patient. It was noted that it was unknown if the MRI was related to the device or how the patient was doing as the patient had not been seen since (B)(6) 2014. Another physician reported that during the patient¿s implantable neurostimulator (ins) trial it went very well and the patient had about 50-60% pain relief according to their history. Due to the physician¿s absence the patient was sent to another physician and dual leads were implanted slightly lower than description of the trial. The patient had hyperstimulation since that time. The patient had been attempted to be reprogrammed several times with no resolve. The patient also had complaints regarding the ins implant site; she tended to sit on it and it was uncomfortable and it needed to be repositioned as well. As a result the physician asked the patient to do fluoro. Examination on (B)(6). The pocket of palpation tense was normal. There were no signs of infection; no redness, no drainage, no skin abnormalities. The spine appeared well healed with no abnormalities either. The examination under fluoro. Showed dual leads implanted near midline, maybe slightly right at midline with respect to the spinous process and the pedicles view. They were clearly dorsal on the lateral. There were no obvious abnormalities noted in that area. The patient had one lumbar MRI since the time of implant and no thoracic. The physician explanted the patient that a thoracic MRI may elucidate any new abnormalities such as ¿herniated nucleus pulposus¿ or some problem with the dura, and should be done prior to considering revision. Otherwise, it would seem ¿prudent¿ to try to revise the leads to gain good epidural stimulation rather than the possibility of having a subdural or subarachnoid placement causing hyperstimulation rather than typical epidural stimulation. The physician was going to follow-up with the patient after the thoracic MRI to evaluate the dura and the leads and any spinal canal abnormalities that may be unexpectedly present in the thoracic area and then discuss options at that point. The patient followed up on (B)(6) for a proposed epidural steroid injection. The patient had developed a bulged disk at t7-t8 as well as previous ins trial which turned out extremely well. She was very happy and due to extenuating circumstances was sent to another physician who placed the permanent leads and stimulator upon which the patient had hyperstimulation, cramping, and problems since that time. The patient had an MRI in the interim period which demonstrated a small right-sided disk herniation at the t7-t8 level. This only slightly indented the ventral subarachnoid space and did not ablate the subarachnoid space or fluid space, making it doubtful that this was the complete story in terms of the patient¿s hyperstimulation at that level. The patient had seen another physician on (B)(6) who felt that placing steroids at that region where the disk was herniated be of some benefit to the patient. Risks, benefits, and alternatives, and expectations of steroid injection at this thoracic level, especially in the presence of foreign bodies in the epidural space which could ¿nidus¿ for infection given the fact that steroids were immunosuppressant and could introduce bacteria into this area. The physician believed that the risk/benefit ratio was not such that they could whole-heartedly recommend it at the current time rather than attempting a stimulator revision. The physician felt that attempting a stimulator revision might give the patient the best chance for long-term relief of her pain as in the current positioning in the current morphology of her ins was definitely not working and it was going to have to happen either way. The patient also seemed to understand this and wanted to go forward with ins revision preparation plans. She was unhappy with the positioning of the ins as it was too close to her sacrum and was too low such that she tended to sit on it. So the physician was going to move the ins and actually replace leads 2-3 in attempting to stimulate and reproduce the stimulus the patient had during her trial in (B)(6) of 2014. The patient was informed that there was a chance that during the operative period they could not reproduce good stimulation despite their best effort and that they would have a fallback position and an alternative plan. One alternative would be medication management. Another alternative would be an intrathecal pump which would require trial of the pump as an inpatient which was briefly discussed. The patient wanted to move forward with the trial of the ins revision and the physician agreed as her trial went very well in (B)(6) of 2014 and they would see if this could be reproduced with a new stimulator lead array and placements accordingly. Therefore, the physician was going to move forward with preauthorization for ins revision in attempt to recapture her pain control and good stimulation without hyperstimulation as she had been getting and subsequently not using her ins secondary to the ¿noxious stimulus¿ she was getting at the current time.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, lot# serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).